Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue of ¿video fault when plugged in and no image¿ was confirmed. The following findings were noted during device evaluation: due to wear of angle wire, bending angle in down direction does not meet the standard value, adhesive around objective lens has wear, adhesive on bending section has a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
E customer reported to olympus that the evis exera iii bronchovideoscope had a video fault when plugged into the stack no image comes up during preparation for use. Upon inspection and evaluation, no image, due to shortcut of circuit board unit, e218 (scope malfunction error) occurs. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely error code e218 occurred due to a breakage of the c-board (printed circuit board). However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿-inspection of the endoscopic image -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.